Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received one contaminated sample for investigation. The product had an expiry date of 28 feb 2026. A total of 100 retained samples were visually inspected, and the hemogard closure assembly was correctly assembled and placed on the tubes. Functional tests were performed on 10 retained samples, and all tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.